Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler's syndrome and the right atrial (ra) and right ventricular (rv) leads became dislodged. Alerts were triggered for high thresholds on both leads and the leads had no capture. The ra lead was explanted and replaced and the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.